Event description:
The following has been reported: administration set leaked "below" the drip chamber, above the pump. Pump was infusing d5w. No patient harm. A preliminary review of the logs could not be performed. A sample was returned for evaluation. The customer complaint was able to be replicated by filling bag with water and observe slow leak from drip chamber tubing glue bond. Tried pulling tubing out of drip chamber to test for weak bond but it held together. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.